Event description:
It was reported that, during use on a patient, this 980 ventilator's alarm sound was not audible. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. Additionally, it was noted that this device passed alarm test during est (extended self test).

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator's alarm sound was not audible. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found the alarm functioned properly. As a precautionary measure se replaced the gui (graphic user interface) ui (user interface) printed circuit board (pcb). The ventilator passed all tests and calibrations at time of service. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h2, h7, h9; during a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that the patient desaturated briefly but returned to baseline once transferred to an alternate ventilator.

Manufacturer narrative:
Additional information added to section b5. Correction to section h6 patient codes and evaluation code result and conclusion codes. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator's alarm sound was not audible. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found the alarm functioned properly and could not duplicate the reported issue. As a precautionary measure replaced the user interface (ui) printed circuit board (pcb). The ventilator passed all tests and calibrations per manufacturer specifications at time of service. The ui pcb was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Further investigation into the reported event determined a plausibility of no audible alarm likely caused due to design issue. There is an internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.